Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with no tortuosity and no calcification. The 2.5 x 12 mm trek balloon catheter was prepped per the instructions for use and advanced to the lesion without issue. The balloon was inflated to 10 atmospheres for 20 seconds; however, it was observed that contrast was going into the vessel. The device was removed without issue, and it was noted that there was a hole in the balloon. A new device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed; however, a leak in the inner member was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.